Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
No unexpected button error alarms were noted. The pump had intermittent button response on the esc button due to corroded keypad traces. The pump also had a cracked lcd window, a cracked case at the lcd window corners, a cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads, and a broken belt clip slot.

Event description:
It was reported that the customer received a button error alarm on the insulin pump. The customer stated that there was no response from any button. The customer's blood glucose was 17 mmol/l. The customer did a battery a change, but the anomaly alarm continued. The customer stated that the buttons were not pressed for longer than three minutes. The customer stated that the insulin pump was not bumped or dropped. The customer stated that the insulin pump would be returned for analysis. Advised that a replacement insulin pump would be sent. Nothing further reported.